Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty, provided instructions for storage mode and return of problematic pump, confirmed shipping details, and advised customer to reprogram pump settings and reconnect continuous glucose monitor upon receiving replacement.